Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion in an unspecified peripheral artery. A 7x40mm armada 35 balloon burst and split into two parts. All parts were ultimately recovered. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separations were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture, separation, unexpected medical intervention, and removal of foreign body appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.